Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced recurrent nighttime hyperglycemia while using the ilet system and, after a period of disconnection, reverted to multiple daily injections and paused the pump for approximately two hours, which can disrupt automated dosing and adaptation. Symptoms included elevated blood glucose levels without reported injury. Outcomes included no hospitalization and no alerts or alarms. Investigation included complaint intake with user education on ilet dosing behavior and the impact of manual injections and pump pauses on algorithm performance. Investigation of this case revealed no device malfunction reported and suggested user technique and therapy interruptions as contributing factors to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.